Event description:
It was reported that during start up, the cs100 intra-aortic balloon pump (iabp) unit had an inflation failure. There was no patient involvement.

Manufacturer narrative:
Event site name: (B)(6) hospital. Address: (B)(6). Telephone number : (B)(6).a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the equipment motor needs to be replaced with a maintenance kit, the drive valve group also leaks air and needed to be replaced. Fse replaced manifold drive (d104-00-0018) and kit 5000 hr prevent maint (d040-00-0147). All functional and safety checks performed to meet factory specifications and unit cleared for clinical use.